Event description:
It was reported that a homechoice device experienced an unspecified system error alarm. This occurred during following the load the pd set prompt during set-up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and a visual inspection, simulated therapy, and fluid pressure testing were performed. Sample evaluation of the returned sample verified the alarm due to cracks on the cassette sheeting weld. Clamp function testing, clear passage testing, and device-device interaction testing were conducted with no issues noted. A batch review found no issues with the associated batch. A direct cause could not be determined from the given information. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.